Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the first two heartstring seals cracked while loading into the delivery tube. The third seal was loaded successfully but it did not deploy into the aorta. The fourth seal cracked during loading. Used fifth seal to complete the procedure. No patient complications were reported.